Event description:
Incident reported as: the clip did not close during a demonstration to a doctor. The handles moved but the jaws did not. No pt and/or user injury. No medical/surgical intervention reported.

Manufacturer narrative:
Sample requested for evaluation. If sample received, a detailed investigation report will be forwarded to you.